Event description:
A customer reported to baxter (B)(4) a light sensitive drug set in which there were large holes in the back of the packaging. The alleged defect occurred before use. Therefore, there were no reports of patient involvement, patient injury, medical intervention, or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection revealed a hole in the packaging. Therefore, the reported condition was confirmed. An assignable root cause could not be determined. As a corrective action a deflation system was installed in the packing machines. This equipment allows the removal of the excess air inside the pouches. A batch review was performed on the reported lot with no deviations found. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This is a product not distributed in the us and does not have a 510k number.